Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a no delivery anomaly from the insulin pump. The customer stated that they had continuous no delivery alarms during basal and bolus. The customer tried all suggested remedies and it did not resolve the issues. The customer's health care provider suggested a pump replacement.